Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion issue event on (B)(6) 2026. The site of insertion was abdomen. The patient's blood glucose was high, and was treated with correction injection via multiple daily injections (mdi). The blockage was located at the site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.